Manufacturer narrative:
A supplemental MDR is being submitted for additional information from medical records. The following sections of this report has been updated: update to b4, b5, b7, g3, g6, h2, h6, h10. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 3 years, 6 months, and 11 days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve was explanted. The reason for explant was svd calcification (with bioprosthetic aortic valve with severe calcific stenosis and mild aortic regurgitation).

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided, and the following was observed: calcification presented on leaflets and leaflets thickening were observed. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As a technical summary written by edwards applies to this complaint event, a full engineering evaluation is not required. Review of the IFU is captured in the technical summary. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification was confirmed based on medical records. A review of DHR did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, '3 years, 6 months, and 11 days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve required intervention and a viv was performed. The reason for viv was svd calcification'. Per medical record review, patient had history of chronic kidney disease and hyperlipidemia. It is well known that patients with chronic renal disease are predisposed to bioprosthetic heart valve calcification. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis as reported, and leaflets thickening. As such, available information suggests that patient factors (chronic kidney disease, hyperlipidemia) may have contributed to the reported event. Technical summary is applicable to this complaint because valve calcification was contributed by patient conditions. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), 3 years, 6 months, and 11 days days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve required intervention and a viv was performed. The reason for viv was svd calcification (with bioprosthetic aortic valve with severe calcific stenosis and mild aortic regurgitation).

Event description:
As reported by the field clinical specialist (fcs), 3 years, 6 months, and 11 days post-implant of a 26 mm sapien 3 valve in the aortic position, the 26 mm sapien 3 valve was explanted. The reason for explant was severe stenosis and regurgitation.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.